Manufacturer narrative:
Upon investigation of the actual device used in this incident it was found that the solenoid and retractor band were shorted. A filed service technician replaced inner and outer controllers to retractor band and solenoid to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had failed drawer and produced a slight burning smell. During device inspection, a field service engineer found burn marks on the drawer retractor band and white wrapping on the solenoid was yellow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrected and or additional information is included in the following sections: b5, d1, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 29-jul-2022 to 28-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the retractor band and solenoid was shorted, with visible burn marks on the retractor band. The field service engineer replaced both replaced inner and outer controllers to resolve the issue. The unit was then rebooted, the drawer was reconfigured, and testing confirmed it was functioning correctly. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system had failed drawer and produced a slight burning smell. During device inspection, a field service engineer found burn marks on the drawer retractor band and white wrapping on the solenoid was yellow. There were no adverse events or injuries reported based on this event.